Event description:
It was reported to philips that the battery is not recognized. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which the customer is to contact their third party for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Customer received remote support from customer care solution center.